Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative a hernia procedure, following the implantation of the mesh, the patient had experienced vaginal bleeding and pain during intercourse. Excess excision of prosthesis and anterior perineal repair was performed. Examination under general anesthesia was done including incision with regard to the induration: dissection with excision on each side. Another examination under general anesthesia was done which showed migration of a part of the prosthesis at the level of the right vaginal angle. A good part of the prosthesis was excised.